Event description:
The customer reported that 00507112400, 25.4 x 95 x 1.27mm (.050inch) oscillator blade, 5 ea, was being used during a hip prosthesis procedure on (B)(6) 2024 when it was reported "one of the tooth of the blade broke while engraving the bone. Broken piece fallen into the operatory field but completely removed." There was no report of injury, medical intervention, or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of returned used blade, item 00507112400 found broken teeth. A broken tooth was not returned for evaluation. Examination was performed and could not find any issue with critical dimensions. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event is that this is a technique dependent device and the most likely cause of this suspected failure is user related, excessive force, lateral/side loading, and/or stalling of the device, was used that caused the blade to break off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to avoid contact of blades with cutting blocks, retractors or other instrumentation. Damage to blade or instrumentation may occur. Metal fragments may cause injury to patient or user. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that (B)(6) 25.4 x 95 x 1.27mm (.050inch) oscillator blade, 5 ea, was being used during a hip prosthesis procedure on (B)(6)2024 when it was reported ¿one of the tooth of the blade broke while engraving the bone. Broken piece fallen into the operatory field but completely removed.¿. There was no report of injury, medical intervention, or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.